Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruise, arterial occlusion, white spots, skin discoloration, swelling, infection and open sores are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruise, edema, infection, ischemia, skin discoloration, herpes and improper or incorrect procedure or method: "precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site. Warnings: ¿ do not inject into the blood vessels (intravascular). ¿ do not re-use. Sterility of this device cannot be guaranteed if the device is re-used."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lips using the same device was previously used for another injection on the same patient 3 weeks before that had been stored in a sealed bag in the fridge. The patient sustained a "bruise" in the upper lip and upper mouth after injection. Patient was followed up a day after injection and the patient still had a bruise with no pain. Another follow up on the following day revealed that the patient had developed an arterial occlusion with "white 'new' spots, no pain, skin discoloration" in the upper left lip and upper mouth. Patient also had open sores upper right side gums and discoloration in the upper right side gums and gum line. Patient was then treated with hyaluronidase and there was "immediate skin changes - positive - less white more red - resolution of white spots and good perfusion of skin." Patient was also treated with antihistamines to "reduce swelling", flucloxacillin to "combat infection" and red light therapy to assist healing. Symptoms were considered severe and have resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lips using the same device was previously used for another injection on the same patient 3 weeks before that had been stored in a sealed bag in the fridge. The patient sustained a "bruise" in the upper lip and upper mouth after injection. Patient was followed up a day after injection and the patient still had a bruise with no pain. Another follow up on the following day revealed that the patient had developed an arterial occlusion with "white 'new' spots, no pain, skin discoloration" in the upper left lip and upper mouth. Patient also had open sores upper right side gums and discoloration in the upper right side gums and gum line. Patient was then treated with hyaluronidase and there was "immediate skin changes - positive - less white more red - resolution of white spots and good perfusion of skin." Patient was also treated with antihistamines to "reduce swelling", flucloxacillin to "combat infection" and red light therapy to assist healing. Symptoms were considered severe and have resolved.